Event description:
It was reported that during follow-up, the device could not be interrogated. In (B)(6) 2009 the device longevity was noted to be 8-32 months. The device is planned for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.